Event description:
It was reported that the device was ¿not working¿ and it would not ¿charge up.¿ no outcome or actions taken were reported. Follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).